Event description:
Pt with complication travelled to another country where he could not receive follow-up care from implanting surgeon. The pt "was a diabetic, with neo-vascular glaucoma for many years, very advanced illness, only eye, sure blindness, placing the valve was for gaining more time." Surgeon "cannot assure that the valve was the cause of the present state of the pt." "Placing the valve was different because it was the first eg209 that (the surgeon had used). The tube is more flexible and had to enlarge the incision. There were need for reintervention two times: the first time because he had bled in the anterior chamber and had blockage in the (drain) tube. The second time because there was "hypotony" and (he) close (d) the tube with absorbable suture. Then the pt went for a trip. Not knowing the state of the pt." A third intervention was reported, however, no details have been forthcoming.